Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval. It will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that the clear tubing on 5 devices cracked while preparing for the procedure. A side biter clamp was used to complete the procedure. No further patient complication was reported by the hospital. This is for the fourth device.